Manufacturer narrative:
No patient injury was reported. The medical equipment service tech. (Mes) replaced the load cell and calibrated to mfg specifications. There were no related cpf defects reported on this machine. ID of production equipment (n/a if not used): 1kg weight control #jf15588, 2kg weight control #jf15585, 2 kg weight control #jf15587, 5kg weight control #jf15586. Test procedure followed: qara 146, revision f. 17001-24, a. Mfg specifications tested to (if not clearly established in test procedure): visual. Redy service manual, section 7-55, ultrafiltration monitor hysteresis and monotinicity test. Additional testing qara 146 section 10. The returned load cell assembly was placed into a calibrated redy machine and calibrated. The load cell was then tested per section 7-55 of the redy service manual. The test involves a 50 ml/hour drip provided by the machine's blood pump. This drip will fill the reservoir to the overflow spout in approx. 3 hours. The machine was in the calibration mode under load cell when the drip is activated. When the reservoir is full the internal computer will log any defects found in the testing period, and the specification allows no more that 2 errors with an exceeded error value of 2 hex. This test was ran twice with no 0 errors. Therefore, this testing indicated that this load cell met mfg specifications. However, when the assembly was visually inspected it was noticed that it was very dirty. This dirty condition is considered to be the cause of the reported condition, because in section 6.5.8 in the redy service manual it states "every six months or 500 hours check for salt buildup under the load cell and especially under the load cell overload protection bolt. If salt buildup is apparent, remove the salt with a feeler gauge or brush. Blow with compressed air to remove all residue and check the calibration of the load cell before continuing with a treatment." This debris will affect the travel and/or movement of the assembly and cause the reported condition. The assembly could meet specification in this test because the debris could cause an intermittent problem. Additional testing for this MDR is as follows: there is no previous failure history for this component. Power cycling this machine is not affective because the machine does not instantly turn on when the power is turned on. Additionally the component was ran for 6 hours while the above testing was implemented. The standard run time for a dialysis treatment on the redy machine is three hours. Therefore, the assembly was stressed twice as long as its nomral run time, and the assembly still met specification. Temp. Does not affect this assembly, therefore a temp. Stress test was not implemented. The only related component failure would be a slot 2 failure and if the slot 2 was to fail there would be more defects then the reported condition. The voltages can not be adjusted without having the recalibrate the assembly and recalibrating the assembly would readjust the volta

Event description:
During a dialysis treatment, load cell was not passing through linear test. An excess weight removal of 0.5 kg occurred. Pt was given saline.